Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the filter was released from the femoral introducer without difficulty, but the primary filter legs did not open. The filter was removed from jugular approach and another filter was successfully placed. The filter was not returned for analysis and no imaging was provided. Therefore, based on the information provided it would be inappropriate to speculate at what may or may have not prevented the filter from expanding. However, the filter legs may be somehow obstructed from fully expanding if the filter is deployed in a thrombus, or if the filter legs are caught in a clot. It is noted that the filter expanded when manipulated on the table. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: the physician was performing the procedure described through the femoral route, at the time of release he observed that the distal legs where the filter is pre-assembled did not open, which is why he had to remove the device through the jugular route and put in another filter. Once the filter is removed, the physician places it on the table and by manipulating it with his hand, he manages to separate the legs and they expand. The failure of the device was in the primary legs, these were released from the system without difficulty, but did not open into the vein.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.